Event description:
A medtronic pioneer catheter was inserted in a pt for the treatment of a right super femoral artery. Vessel morphology was severe calcification and mild tortuosity. It was reported that the pioneer catheter was inserted into the patient over a thunder guidewire. The catheter was correctly placed in the right sfa, and a cougar guidewire was inserted into the needle housing. The needle was deployed, the cougar wire was advanced, and when the needle was retracted back, the pioneer catheter would not retract back over the guide wire. The cougar wire and delivery catheter were removed from the patient; however, the needle was still slightly deployed upon removal of the catheter. It was reported that the case was successfully completed with another pioneer. The device was discarded by the user facility. No additional clinical sequelae were reported and patient is fine.

Manufacturer narrative:
Evaluation results: needle retraction.